Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the removal of the iol could not be determined. A malfunction has not been indicated against the lens. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with description explanted iol with reason lens exchange. Additional information has been requested.